Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their stimulation randomly turns on "full blast". The patient also reported that when they are in prone and upright settings, their stimulation adjusts high <(>&<)> low w/out him moving, and the stim will go full when driving. The patient states that the stim can be occurring higher than their normal settings. The patient states that the adaptive stim doesn¿t work/cant use for them. Patient reported that the stim seems to creep up, so they have to turn it down and has to turn it off at night. It was recommended that the patient consult with their health care provider about the issue. It was noted that the patient has had two previous appointments but the rep was unable to attend. Indication for use includes non-malignant pain. [Omitted information related to pe 701586831-charging too often, ins not charging fully].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated the incorrect event was reported previously. The report has been updated with the correct event details. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A manufacturing representative (rep) reports that the patient has adaptive stim and over the course of several months their stimulation has been changing unexpectedly. The patient is experiencing sudden surges in voltage going up or down when the patient isn't changing position. The patient states that this happens when they are sitting but later said that this occurs almost every night when they lay down. The patient wanted to try adjusting position ranges. The patient was instructed on how to adjust. It was noted that upright was xs and lying was l. Both were changed to xl. The patient was recommended to try the new ranges to see if this resolved the surging issue. The patient also reported that they were seeing a thermometer icon while recharging. It was noted that this occurs when charging for long durations or when nearing a full charge. The patient was unsure if this was normal as their recharger seemed to be working properly. The patient was educated on best charging practices and recommended to follow up if they had any further issues. Additional information was received from the manufacturer representative regarding the patient. It was reported that patient's hcp was aware of patient¿s change in stimulation output and the hcp speculates the cause to be the placement of the ins. Hcp might adjust placement of the ins whenever patient will need the ins replacement. No surgeries are planned right now. Patient¿s transition zone was adjusted on the device. Patient is happy with the therapy and stimulation. It is finicky when patient sits in his lounge chair once in a while. Other than that, there are no issues and patient is receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-11. It was reported that the patient would be sitting down, the ins would be working fine, but then the stimulation would increase in volume that got suddenly stronger. The patient then stated that the adaptive stimulation never did work with his current ins. There were no further complications reported or anticipated.